Event description:
Reporter indicated that a programming wand was not working. The programming wand would not communicate. Changing the battery did not resolve the issue. No patient was involved. Product has been returned to the MFR for analysis.

Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.